Event description:
A taxus stent 2.75 x 20 mm was inserted into the saphenous vein graft lesion (obtuse marginal) and initially would not cross. A ptca balloon was inserted and dilated the vessel. Attempted to insert taxus stent, but still would not cross. When removing taxus stent, it slipped free from the balloon lying in the proximal saphenous vein graft. Physician had to "pancake" stent against the saphenous vein graft wall and deploy new stent.